Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that the gantry was stuck around a patient during a spine case. The manufacturer representative (rep) had to use the wrench to open the gantry. Delay in surgery and patient impact were not provided. The procedure was a posterior fusion t2-pelvis. There was a delay of 45 minutes and the patient impact was noted as increased time under anesthesia.